Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that an architect stat troponin-I result of 2.96 ng/ml was generated for an emergency room patient ((B)(6)) at 3:07 p.m. On (B)(6) 2018. At 6:30 p.m. On the same day, the architect stat troponin-I result was <0.01 ng/ml. Normal range is <0.01 ng/ml. The patient was admitted with diagnosis of nonspecific elevation myocardial infarction. The customer is not aware of any unnecessary medication given, treatment or procedures performed while admitted. The initial sample was retested and the result was <0.01 ng/ml.